Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflation unit was defective. It was not specified during what type of device usage the issue occurred. There was no report of patient injury or medical intervention associated with this event. Due diligence attempts for additional information were unsuccessful.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer's final investigation. Additional information: b5, e3, h4 the device was returned to olympus for inspection; however, the reported failure of a defective unit could not be confirmed. The device was found to meet its specifications. As the malfunction could not be confirmed during evaluation, a definitive root cause for the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer. No other devices were affected. The individual reporting the event was the deputy operating room head, and the issue was identified prior to the procedure. There was no report of patient harm associated with this event.